Manufacturer narrative:
Updated b4, g3, g6, and h2. Corrected h6 type of investigation, investigation findings, and investigation conclusions. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. It should be noted that the thv was implanted in the pulmonic position with a piggy-backed technique (crimped stent on the crimped thv on the delivery system) for this case. The sapien 3 valve with the commander delivery system is indicated only for a dysfunctional right ventricular outflow tract (rvot) conduit or surgical bioprosthetic valve in the pulmonic position. Therefore, the piggy-back technique was an off label operation. The instructions for use (IFU) provides guidance for the transfemoral (tf) procedure in the pulmonic position and were reviewed for relevant insights on using the sapien 3 valve with the commander delivery system. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The risk management file captures risks for indicated device use only. The review of the risk management file is complete, and no further action is required at this time. The malposition of the valve was confirmed based on the reported of fcs (filed clinical specialist). The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU/training materials revealed no deficiencies. It should be noted that the thv was implanted in the pulmonic position using piggy-back technique (crimped stent on crimped thv on the delivery system) for this case. Therefore, this was an off-label operation. As reported, ''the team crimped (piggy-backed) a palmaz covered stent directly over a crimped 29mm sapien 3 valve on the commander delivery system. During deployment of the valve it embolized towards the rv.'' Since the piggy-backed technique (off label operation) was used, and it led to the malpostion thv. As such, available information suggests that procedural factors (off-label operation) may have contributed to the complaint event. However, a definitive root cause is unable to be determined.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the clinical specialist, a transcatheter pulmonic valve replacement procedure within a pre-existing transannular patch in a patient with a large anatomy. The team crimped (piggy-backed) a palmaz covered stent directly over a crimped 29mm sapien 3 valve on the commander delivery system. During deployment of the valve it embolized towards the rv. An attempt was made to stabilize the valve with an open cell stent to overlap at the distal end of the valve/stent ''stack''. To further secure the devices a covered cp stent was placed inside everything to cover the entire length. The patient left the procedure with free pulmonic regurgitation and will come back for another 29mm sapien 3 valve at another time. They are not a candidate for surgery.